Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had a procedure on (B)(6) 2012 with a bifurcated and suprarenal aortic extension. Upon follow up, it was noted that the endograft overlap zone had decreased with a possible endoleak. Physician implanted a suprarenal aortic extension to correct the issue. Patient is now in stable condition.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was not able to confirm the reported type 3a endoleak. There was evidence to reasonably suggest at implant an intraoperative stent migration that led to suboptimal placement of the suprarenal aortic extension, at 35 months post implant a type 1a endoleak and a stent migration. The clinical evaluation additionally found the following contributing factors to the reported event; off label use due to patient anatomy, the intraoperative stent migration, a post operative stent migration, calcification at the aortic neck, and antiplatelet therapy. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.